Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because customer changed out the sets and multiple boluses with no solution. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was flush. The insulin pump will be and reservoir will not be returned for analysis.